Event description:
It was reported that it was not possible to attach lead to pacemaker, another pacemaker was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; grommet was found damaged, set screw had a rounded socket, and foreign material was found in the connector.